Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of an overprime. The report was not confirmed since no sample was returned. A batch review was performed with no issues noted during the manufacturing process. Based on the information obtained from baxter's investigation, the root cause of the alarm was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4).

Event description:
The caregiver (cg) stated fluid was coming out of patient line in the prime cycle. The cg stated the home patient (hp) was not connected. The technical service representative (tsr) assisted the cg to end therapy and restart. The tsr further assisted the cg to resume the prime cycle again. On (B)(6) 2010 product surveillance spoke with the hp and his wife via speaker phone. The couple confirmed the patient line was secure in the blue holder during prime; the wife stated that the supplies were discarded and they started over with new supplies due to the overprime. The wife stated this was the only time something like this occurred. The hp stated he was feeling fine. The wife stated she did not note anything unusual about her supplies. Both the hp and wife stated therapy was going fine. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. The sample was discarded. Should additional information become available, a follow up MDR will be sent.